Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer has experienced hyperglycemia for the past month and believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.